Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit alarmed no pressure source available, optical sensing module failure, no balloon waveform and no blood pressure present, connections were verified. The iabp machine was changed out and the problem corrected. There was no injury to the patient reported. More than three (3) gfe attempts have been performed to obtain additional information and/or product return. If no response is provided, the complaint will be closed and, if new information and/or devices are available, the file will be reopened and updated.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit alarmed no pressure source available, optical sensing module failure, no balloon waveform and no blood pressure present, connections were verified. The iabp machine was changed out and the problem corrected. There was no injury to the patient reported.